Event description:
During a pcta/stenting treatment procedure, the maverick2 monorail balloon ruptured at 12 atms on the third inflation. The pressures reached on the first two inflations are unk. The lesion being treated was a calcified, 99% stenotic lesion in the proximal left anterior descending coronary artery. The physician used a 6f medikit introducer sheath for vascular access, a brite tip guide catheter and a bmw guide wire to cross the lesion. The maverick2 monorail balloon was removed and a cypher stent was placed to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good.'